Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Feeling that shock therapies had been delivered from the subject ICD, the patient came to the hospital on (B)(6) 2017. Upon interrogation, it was reportedly observed that several fvt/vf episodes were recorded, and defibrillation shocks at the maximum output had been delivered 16 times. Intermittent oversensing was observed in the recorded episodes. Real time egm check was performed while the patient was lying in the prone position, confirming intermittent ventricular oversensing. Electrical performances were normal. After the atp and shock therapy functions were turned off based on the physician¿s decision, the patient was admitted to the hospital. Because of the improvement in the patient¿s dilated cardiomyopathy, which was his underlying disease, no re-intervention is planned at this point. The patient is to be monitored in hospital with the therapy functions deactivated.